Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient believed the pump has moved upwards inside her and was the reason why their personal therapy manager (ptm) was not working correctly. The patient would get the check mark on the ptm screen but then also get an x. They had noticed the issue about 3 days ago. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient was to follow-up with their healthcare provider to check the pump. No further patient complications have been reported as a result of this event.